Event description:
The 1/2 hour after set vent,the vent shut down completely for 15 seconds. Complete shutdown, no alarm, then it came right back up-all settings start right back up. Occurred while on patient in home, was on ac power at time of incident. Primary power source: ac. Accessory: hme. No patient harm reported.